Manufacturer narrative:
On 09/23/2024, a customer reported that the footswitch became stuck on selenia dimensions (serial number (B)(6). The c-arm descended beyond the intended vertical location. There was no alleged health consequence or impact on the user or patient. The field service engineer (fse) replaced the footswitch. Note: based on the information provided in the in complaint (cpt) problem description and reviewing the incident with the fse, the incident date was (B)(6) 2024. The footswitch was unable to be returned for investigation ¿ it was scrapped on site after replacement. The footswitch was 3006 days old from the system date of manufacture to the date of the incident. Because no part was returned, the investigation is limited. Review of complaint history showed that this was the first occurrence of the behavior on this system, and the behavior did not recur after fse troubleshooting. The root cause is unknown; however, the probable cause is that the footswitch malfunctioned due to wear and tear. Conclusion: in summary, the probable cause was the footswitch malfunctioning; however, the root cause is unknown. This behavior will continue to be monitored and tracked in the future. Complaint confirmed: no. Device history record (DHR) review: UDI: (B)(4). Sku: sdm-00001-3d. Serial number: (B)(6). Date of manufacture: 07/01/2016. Installation date: 07/29/2016. Incident date: (B)(6) 2024. Date of part manufacture: unknown ¿ this information was not provided. Because this is the first time the footswitches have been replaced on this system, a DHR review was performed. There were no discrepancies related to footswitches or uncommanded motion. ¿selenia dimensions final test record¿ tested the left and right footswitches (respectively) with no noted issues.

Event description:
It was reported on (B)(6) that the footswitch gets stuck causing the c-arm to go past the desired point when moving vertically. A field engineer ecamined the device and confirm a malfunction with the foot switch. The filed engineer replaced the footswitch and tested functionality. The system is functioning properly and meets all manufacturer specifications. No injury was reported.